Manufacturer narrative:
(B)(4). Attempts have been to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/27/2020. Additional information: a2, a4. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure. 38 years old, 109kg on (B)(6)2019. What tissue was the suture used on? Pelvic/vaginal area. What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Normal. Was an additional procedure performed to remove the suture? Yes. What was the date of the second procedure? (B)(6)2020. What was the indication for suture removal? Causing pain and discomfort for patient and patient spouse.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what tissue was the suture used on? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? How was the stratafix suture placed? Was the suture placed starting at the end(left and right side) or middle of the incision? Was there any anomaly noted with the stratafix device prior to use? What date post op did the patient return with symptoms? Was an additional procedure performed to remove the suture? What was the date of the second procedure? What was the indication for suture removal? Can you describe the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the condition of the patient?

Event description:
It was reported that the patient underwent a laparoscopic assisted hysterectomy on (B)(6) 2019 and barbed suture was used to close the vaginal cuff. The patient returned on an unknown date, with extreme pain. The doctor removed the suture from the patient. Patient current status is unknown. Additional information has been requested.